Event description:
It was reported that a patient was having generator replacement surgery due to normal battery depletion, and low impedance was identified during diagnostics. The surgeon used the test resistor in the new generator, and the impedance was within normal limits. The lead was not replaced at that time. Programming history indicated that there could have been a short circuit condition in the lead with the previous generator. No further surgical intervention has occurred to date.

Event description:
The patient had full revision surgery. The explanted products were discarded by the hospital.

Event description:
The explanted generator was discarded by the hospital. No further relevant information has been received to date.